Manufacturer narrative:
Customer reported that the AED prompted battery replace now warning right out of the box. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED prompted an error code of "battery replace now warning" out of the box . They did not report that this event occurred during patient use.

Manufacturer narrative:
Battery pack 211024021 was returned to defibtech for evaluation on 8/13/24. Field service determined that the battery pack had corrupted memory, which triggered the "replace battery now" warning. Upon receiving the warning, the customer installed a new battery pack and performed a manual self-test. After the new battery was installed and the self-test was completed, the AED resumed functioning properly and remained in service.